Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The device site became swollen and warm and was not healing well. A few months later, there continued to be increased tenderness, erosion and hematoma. The patient was given intravenous antibiotics and the entire system was removed. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.